Manufacturer narrative:
Post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "the patient must be informed that the same demands cannot be made of artificial joints as of real ones." It was noted on the intra-operative x-rays that an intra-operative fracture may have went unnoticed. Additionally, it was noted that an excessive neck resection was taken - the prescribed neck resection guide was not used during the surgical procedure. The excessive resection may have caused early stem subsidence that resulted in fracture.

Event description:
Post-operative periprosthetic femoral fracture, potentially occuring from an unnoticed intra-operative fracture. Revision surgery was not conducted and the fracture was treated non-surgically via limited weight bearing and healed over time.